Manufacturer narrative:
Info was not provided during initial report. Add'l info has been requested. MFR date cannot be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
A pt implanted with prodisc-c was returned to the operating room after approx 1 month for removal of the device. Reportedly the implant slipped anteriorly. The pt was not in discomfort, the surgeon elected to remove the implant. Reportedly the pt was non-complaint and refused to wear the collar post-operatively.